Manufacturer narrative:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied. It was reported by the patient that they had a pod where the needle deployed early before the pod was applied. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.